Event description:
It was reported that during a pneumonectomy procedure the device did not staple. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
.